Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain at the lead site has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22659, 1627487-2020-22660, 1627487-2020-22661. It was reported the patient experienced pain at the lead site due to the lead pushing against the skin. Surgical intervention took place on (B)(6) 2020 wherein the lead was repositioned. Note: it is unknown which lead was repositioned. As such four leads are being reported.